Event description:
It was reported the patient's ipg was unable to communicate with the charger. An sjm representative confirmed the issue. The physician concluded the ipg had flipped in the pocket. The physician explanted and replaced the ipg. The patient was reprogrammed and reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.